Event description:
It was reported that the patient's family heard a pop and a whinning noise from the ventilator. The ventilator stopped blowing air with an audible alarm. The patient was manually ventilated. This happens twice while connected to the patient. No patient harm reported.

Manufacturer narrative:
Na